Event description:
It was reported that the patient passed away. The death was not thought to be device or therapy related. The patient's cause of death was not provided.

Manufacturer narrative:
Date of death was estimated. Event date was estimated. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate ii lvas instructions for use, rev. C lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.